Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735841, serial/lot #: none. Product ID: 9735774, serial/lot #: none. The manufacturer representative went to the site to test the navigation system. The usb dual port did not work. The usb dual port was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the usb port was damaged and did not work. The next step was to replace it. No patient was present at the time of the event.